Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, a rupture occurred. It was noted that the patient had been transferred from another facility. No prior alarms were generated. The iab was removed without issue. A new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(6).

Event description:
N/a.